Manufacturer narrative:
(B)(4). Internal file number -(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, guiding catheter: heartrail. Evaluation summary: visual inspection was performed on the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric, and heavily calcified distal right coronary artery that was 90% stenosed. During pre-dilatation, a non-abbott balloon catheter and an unspecified guide wire crossed the target lesion, but the lesion did not fully expand. A 2.25 x 15 mm nc trek balloon was used for additional dilatation. There was resistance advancing the balloon with the anatomy. Then the balloon ruptured during the first inflation at 16 atmospheres. The nc trek balloon was removed and a non-abbott balloon catheter with a higher pressure was used to continue with dilatation. The procedure successfully completed after stenting. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.